Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a bent pusher block which will not allow it to move accurately was confirmed. The root cause was attributed to a damaged pusher block. The pusher block was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of a bent pusher block which will not allow it to move accurately. This condition occurred during programming/setup. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.